Event description:
It was reported in a cnet article reviewed by medtronic neurosurgery that the patient periodically experienced what she described as a "spark sensation" with her current shunt. The article stated that the patient started to experience an odd array of symptoms nearly 20 years after her last brain surgery to replace a shunt that had been infected. According to the article, the patient had numbness and tingling in her arms and hands and severe headaches. The article stated that, in late april, she was in the emergency room and underwent a revision surgery to place her current shunt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.